Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported by the patient that they have been shocked by their device. The patient also stated that they have felt uncomfortable recently, and they suspected their dilated cardiomyopathy had recurred. The patient was hospitalized and was told there was battery depletion because of programming. The device will be replaced. No further patient complications have been reported as a result of this event.